Event description:
It was reported that the insulin pump alarmed for motor error during the filling process. The blood glucose reading at the time was 150 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The device was received with stuck motor error alarm loop during bolus delivery and e70 alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with scratched display window, cracked case at display window corners and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.